Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with reflin and tobramycin (doses, frequencies and routes not reported) for peritonitis. It was reported the patient was recovered from the peritonitis event. It was reported five days after onset of the peritonitis the patient passed experienced cardiac arrest and passed away the same day. The cause of death was reported as cardiac arrest. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This event does not meet the criteria of a 5 day report and therefore, it is not required to initiate action to prevent an unreasonable risk of substantial harm.